Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted: (B)(6) 2010; 419478, lead, implanted: (B)(6) 2010.

Event description:
It was reported there was a sudden onset of right ventricular (rv) lead oversensing resulting in inappropriate shocks. It was further reported there was declining sensing and pacing threshold. The rv lead remains in use and a rv pace/sense lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.